Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2013. The patient reportedly manages his diabetes with insulin (unknown type) through pump therapy and reported consuming less food/drink in response to the alleged issue. She reported that the patient developed symptoms of ¿sweating and had red ears¿ at an unknown time after the alleged issue occurred. The reporter stated that despite the symptoms, the patient did not receive any medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The battery did not need replacing based on the age/use of the meter. The alleged issue remained unresolved. Replacement products were sent to the patient and subject products were requested for investigation. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/23/2013 and 9/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination around cpu u5 and under neat power button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.